Event description:
The ge oec 9800 fluoroscopy system had lost images of a patient after procedure. Patient images not in memory. No patient injury or harm was reported as a result of the noted malfunction.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a faulty hard drive and reloaded software. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.